Event description:
It was reported that during an interrogtion, the device displayed an error, indicating that the lead performance trends data was invalid. The problem was determined to be related to a flipped bit, and it was not possible to correct the error. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.